Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported and observed issues. Physio determined that the cause of the failure to recognize a shockable rhythm was due to process residue found on a capacitor, designator c156 from the analog pcb assembly. The process residue caused improper voltages in the ECG preamp.

Event description:
The customer initially reported that their device was showing its service wrench icon. After an evaluation of the device by physio-control, it was observed that the device would not recognize a shockable rhythm during testing. There was no report of any patient use associated with the reported issue.